Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: irrigation wouldn¿t stop pouring out even when button was untouched and the handle piece started releasing smoke the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be defective h-seal in the blue activation button, or incomplete activation of the button.

Event description:
It was reported that the product emitted smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product emitted smoke.